Manufacturer narrative:
Additional information provided in the user facility medwatch report, received on 03/06/2009, indicates that the first step select pump turned off. According to the medwatch report, the observer removed the power cord from the wall outlet and the fire self-extinguished. The unit was returned to kci quality engineering and a device evaluation was performed. Evaluation of the device revealed that the power cord plug had been damaged. The neutral prong for the power cord was missing, and the area where it had been was scorched in appearance. Both the ground prong and the line prong remained intact. No other damage was noted to the unit. The unit was tested per quality control procedures in 2009, prior to delivery to the account, and the unit met specifications, including inspection of the power cord for damage.

Event description:
It was reported in 2009 that smoke and flames were allegedly observed emanating from the wall outlet that the first step select power cord was plugged into. The pt was transferred to another room. There was no report of an injury to the pt or hospital staff. This information was also provided by the user facility through the medwatch program; however, a medwatch report number was not provided.